Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance, cgm error did not return, and customer successfully started new sensor session with no additional issues noted.